Event description:
It was reported the pt (B)(6) was not receiving effective stimulation. Diagnostic testing showed multiple invalid impedances. The pt's lead was replaced with a new one, which resolved the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.